Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated the reported issue was due to user error. No further information provided when gfe attempt was made to the customer for clarification.

Event description:
Philips received a complaint by the customer on the v60 indicating that an error code 1122- high blower temperature alarm occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a high blower temperature alarm occurred. The customer stated the alarm displayed on the screen. The customer requested troubleshooting but was not with the unit for evaluation. The remote service engineer (rse) advised the customer to check the event log for the error (1122) or any other codes. The rse provided the customer with the part number of the blower assembly and cooling fan to replace the parts if necessary. The investigation is ongoing.